Manufacturer narrative:
The device was returned for investigation. The event logs showed pump turned off, pump power up and high-pressure alarm messages. A functional test was performed, and the device was visually inspected. The customer's reported problem was confirmed. Pump was found to be "double beeping" batteries were inserted. The issue was possible causing by fluid ingression found on pump by the chassis base of the downstream occlusion sensor. The downstream occlusion sensor will be replaced. The root cause of the reported failure can be attributed to the user. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported that the device double beeps with no cassette. No patient injury was reported.